Manufacturer narrative:
This report is submitted on november 12, 2019.

Event description:
Per the clinic, it was reported that the patient developed an infection due to eyeglasses rubbing on the scalp. Subsequently, the device was explanted on (B)(6) 2019, due to pain at the implant site. The patient was not reimplanted.

Manufacturer narrative:
This report is submitted november 28, 2019. - attachment: [158374 device analysis report reg.pdf].